Manufacturer narrative:
Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. Field service engineer (fse) went on site to evaluate and repair the device. Fse found the grey connector to be broken and replaced it. Equipment was repaired and verified according to original equipment manufacturer instructions. Software attributes were verified and confirmed. The sides of the equipment were not removed therefore no electrical safety test was required. From the fse evaluation results, the tube was unable to be connected since the connector was loosened and came apart. As for the cause of the loosened connector, it is likely that the user applied stress to the connector in the loosening direction, and the stress was accumulated. Hitting with something hard may also be the cause. The instructions for use includes the following statements whereby irregularity can be detected by performing inspection as below: chapter 3. Inspection before use, 3.3 inspecting the connectors check the following for each connector. The connector should be fixed firmly, the o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus.

Event description:
As reported for this event by the customer, the middle grey connector of the device is broken. There is no reported harm to any patient.